Event description:
The customer was hospitalized due to a high blood glucose level of 343 mg/dl. The customer was experiencing dehydration, thirst, frequent urination, dizziness and weakness. Troubleshooting was performed and the insulin pump was programmed correctly. The customer also reported no delivery alarms. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.